Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4 cm diameter common iliac aneurysm approximately one month ago. The delivery system was introduced through the right femoral artery. There was tortuosity and noted excessive calcification of the vessels on the right side. After the stent graft was implanted and as the taper tip was being retracted, it got caught in the external iliac artery. A cut down was required to expose the device for removal. The physician stated that the cause of the removal difficulty was due to the excessive calcification. It was also noted that there was a gap between the thumb wheel and the back grip, and that there is a possibility that the nose cone was not completely re-captured before removing the device. No additional clinical sequelae were reported, and the patient is fine. The delivery system was returned and its evaluation has been completed. The tip was returned detached from the distal end at 6.5cm from the shoulder of the tip. The edge of the broken inner member was jagged and cracked. The slider was retracted 18cm. The wheel was 13mm from the top of screw-gear (starting position) as result of the tip getting caught on the external iliac as reported. There were twisting marks on the sheath indicating excessive torquing. There were kinks on the sheath at 3cm, 13cm, 15cm and 15.5cm from the edge of the graft cover with corresponding damage on the spiral-cut spindle. This damage was most likely occurred during attempts to remove the delivery system. Given the twisting marks on the sheath and the difficult vessel anatomy, the tip must have detached during attempts to remove the delivery system. Due to the condition of the returned device, a thorough evaluation of the device was not possible; however, the vessel anatomy is the most likely cause of the removal difficulties.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (removal difficulty), patient's condition affected effectiveness of device (tortuous and calcified vessels). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (tortuous and calcified vessels).